Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that an altitude alarm occurred after the customer had been hiking. The customer's blood glucose was 110 mg/dl. Reportedly, the customer loaded a new cartridge onto the pump. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.